Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. It was decided to perform follow up of the patient in the near future. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported.